Manufacturer narrative:
A1 - patient identifier: (B)(6) (all sample ids are from one patient sample). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 06l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect havab-igg results for one patient sample. The following data was provided (reference range: < 1.00 s/co in nonreactive, >/= 1.00 s/co is reactive): sid (B)(6). Initial result = 3.10 s/co (reactive). Retest = 0.88 s/co (nonreactive). The customer performed multiple measurements on the sample and those results were: sid (B)(6) (same patient sample) = 1.64 / 0.86 / 0.53 / 0.70 / 0.92. The customer performed multiple measurements on the same sample with a different lot number 60402be00. Those results were: sid (B)(6) (same patient sample) = 0.61 / 0.98 / 0.58 / 0.62 / 0.65 (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates the lot performs as expected for this product. A review of tracking and trending did not identify any related trends. A review of the device history record did not identify any non-conformances or deviations associated with the lot number 57181be00. The overall performance of architect havab-igg reagents in the field was reviewed using data gathered from customers worldwide. The median value and the number of standard deviations to cutoff of the negative population for the complaint lot is within the established limits. Therefore, the overall performance regarding specificity is acceptable and comparable to historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency was identified for architect havab-igg reagent lot 57181be00.

Event description:
The customer reported false reactive architect havab-igg results for one patient sample. The following data was provided (reference range: < 1.00 s/co in nonreactive, >/= 1.00 s/co is reactive): sid (B)(6). Initial result = 3.10 s/co (reactive). Retest = 0.88 s/co (nonreactive). The customer performed multiple measurements on the sample and those results were: sid (B)(6) (same patient sample) = 1.64 / 0.86 / 0.53 / 0.70 / 0.92. The customer performed multiple measurements on the same sample with a different lot number 60402be00. Those results were: sid (B)(6) (same patient sample) = 0.61 / 0.98 / 0.58 / 0.62 / 0.65 (nonreactive). There was no impact to patient management reported.